Manufacturer narrative:
Event problem and evaluation codes: method code(s): (process evaluation): device history record review. Result code(s): (no failure detected): based on the results of the investigation, all released devices from the associated work order(s), including the suspected device, have been manufactured within the established process parameters; and there is no indication that the manufacturing and processing of the device contributed to the complaint issue. Conclusion code(s): (unable to confirm complaint): based on the complaint history, work order search, device history record review, medical review, and product evaluation, a specific root cause of the event could not be determined. (B)(4).

Manufacturer narrative:
Method: work order search. Evaluation result) a lens work order search was performed and no similar complaints were found within the work order. Visual inspection of the returned product found no visible damage to the lens. The lens was returned dry and there were particles stuck on the lens surface. Conclusion: based on the complaint history, work order search and the evaluation of the returned product, a specific root cause of the event could not be determined. (B)(4).

Event description:
The reporter stated the surgeon implanted a 13.7mm micl13.7 implantable collamer lens, -11.0 diopter, in the patient's right eye (od) on (B)(6) 2016. The lens was explanted due to excessive vaulting and narrow angles. The lens was exchanged for a shorter lens. Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch report will be submitted.

Manufacturer narrative:
Based on the results of the investigation, all released devices from the associated work order(s), including the suspected device, have been manufactured within the established process parameters; and there is no indication that the manufacturing and processing of the device contributed to the complaint issue. Based on the complaint history, work order search, medical review, device history record review and the product evaluation, a specific root cause of the event could not be determined. (B)(4).

Event description:
Additional information received - the reporter indicated when the lens was exchanged the problem was resolved.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received - the lens was explanted on (B)(6) 2016.